Event description:
Customer reported softclix lancets uncapped out of box. No adverse event reported. A request was made for the return of the lancets, replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.